Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "hates our introducer in the midline trays. We should make them like the teleflex introducer. Has had one buckle on him and has to nick all the time. Never used to need to on ours." Additional information provided (B)(6) 2023: the peel away portion of the bd is raised. Because it is raised when it meets the skin there is a greater level of force required to penetrate the patients skin. Sometimes the force required is so great that the raised portion will cup up making it even more difficult to impossible to penetrate the skin. If bd engineers could design the peel away portion of the introducer so it is flush to the longer portion that the peel away portion covers it would require less force to insert and therefore less pressure and discomfort for the patient. Also, it would require less nicks to the patient's skin decreasing bleeding and risk for infection."